Event description:
Approximately 2 years and 1 month after heartware lvad implantation, the patient experienced power source disconnect alarms. When the patient checked the controller, he noticed for one of the two batteries no lights switched on. The patient tested the battery in the charger and no lights were on. The events were confirmed by the vad coordinator. Preliminary log files review indicated a vad stop. The battery and controller were replaced and there was no harm or injury to the patient. Investigation is ongoing.

Manufacturer narrative:
As an incidental finding, a high power alarm was also identified during the log files review. The devices are available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.